Event description:
It was reported that this pacemaker was found to be in safety mode. The patient reported feeling pocket stimulation. The patient is not device dependent. The device was explanted and replaced. No additional patient effects were reported.